Event description:
It was reported by customer that the cardiosave intra-aortic balloon (iabp) has no backflow occurred (signal was lost) during use. There was no patient harm or injury.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), e3, e1 (initial reporter), g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The machine failed to backpulse for no apparent reason. The valve assembly had a problem. After replacement of the drive manifold assembly, all machine functions and factory-set safety performance indicators passed, and it has been delivered for clinical use. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part number 0104-00-0031 drive manifold assembly serial number (B)(6) with a reported unit failure of, during patient use, there was a malfunction and the device prompted automatic inflation, but the device could not start normally, and the balloon could not be activated. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0104-00-0031 drive manifold assembly serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the drive manifold to factory specifications per procedure number 0002-07-d016 revision g and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Booted the cardiosave into the diagnostic mode to perform the all manifold test. The drive manifold passed all testing. The fat dept. Then booted the unit into the clinical mode to perform an autofill. The cardiosave autofilled and began to pump with no problem found. The fat dept. Performed several autofills and each time the cardiosave autofilled and began to pump. The fat dept. Could not replicate the complaint experienced by the customer. The drive manifold passed testing. Retaining the drive manifold in the fat dept. Per procedure number 0002-07-d008 rev. Av. As per the cardiosave dfmea the possible cause is ¿component reliability¿.

Event description:
N/a.